Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator triggered non-sustained right ventricular oversensing episodes; the device was oversensing myopotential signals. The patient was asymptomatic. There were no other anomalies noted. No intervention was performed; the patient will continue to be monitored.